Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: ¿ red particle material on the shell ¿ opening.

Event description:
Patient reported concern with the textured implant, having an "x capsule and an intra capsule". Healthcare professional additionally reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported concern with the textured implant, having an "x capsule and an intra capsule". Healthcare professional additionally reported rupture. The device has been explanted. This record is for the right side.